Event description:
Information received from an affiliate indicated that resistance was encountered while inserting the stent delivery system (sds) into the guiding catheter (gc) and the stent dislodged in the gc. The target lesion was an unknown renal artery and vessel/lesion characteristics are unknown. As reported the friction occurred when the palmaz p150e was inserted into the gc. The gc was an 8 french brite tip rdc I. When removal of the sds was attempted, the stent was dislodged and fell within the britetip guiding catheter. It is unknown if the sds was already advanced passing the gc or not. The stent was removed successfully. There were no kinks in the gc, no damage to the gc noted prior to use, and no difficulty flushing the gc during prep. The procedure was completed using another product without any patient injury.

Manufacturer narrative:
A review of the device history records associated with this final lot r1208046 and subassembly lot 0312080038 presented no issues during the manufacturing process that can be related to the reported complaint, including stent retention values. The sterile lot number for the gc is unknown, therefore, a device history report review could not be conducted for that device. Stent dislodgement is a known potential adverse event associated with implanting arterial stents. Without return of either product it is not possible to confirm the reported customer complaint of resistance/friction and stent dislodgement and with the limited amount of information, it is not possible to determine a route cause for the event.